Event description:
It was reported that a malfunction alarm with code malf 12 appeared, but no notable events occurred before the malfunction, and there was no adverse impact on the customer's blood glucose level. The technical support team provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, and they acknowledged this guidance.